Event description:
As reported by the user facility: (B)(4), lot # 2a16258237. Date of occurrence: (B)(6) 2012. Event: needle stick. Nurse was starting IV safety catheter, noted the guard did not fully cover the end of the needle, when nurse gathered up supplies, was stuck in the left palm.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The batch manufacturing record for the reported lot number was reviewed. Batch record review did not reveal any discrepancies or non conformities that could have contributed to the reported event. There are no other reports of this nature against the reported lot #2a16258237. In a follow up with the facility, the reporter indicated that the nurse was not sure if the safety clip engaged. The sample and all available information has been provided to the actual manufacturer for evaluation. A follow up report will be filed when additional pertinent information regarding the investigation becomes available. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.